Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and noted that quality control (qc) data was within range. Siemens dispatched a customer service engineer (cse) to the customer site. The cse performed the following services on 24-dec-2020: ran service methods on server 3 found some issues with the sample (s3) and reagent (r5) mixers. The cse replaced both mixers and probes, ran alignments, and performed a quickcheck reset. The instrument reran service methods, and the methods were within specification. Ran qc for server 3 and verified the performance of the instrument. No issues were noted post-service visit. Siemens reviewed the information provided and noted that the potential cause of a falsely depressed carbon dioxide (co2) result was due to the sample 3 (s3) and reagent 5 (r5) mixers. The instrument is performing within specifications. No further evaluation of the device was required. MDR 2517506-2021-00040 was filed for the same event.

Event description:
The customer obtained a discordant falsely depressed carbon dioxide (co2) result on the dimension vista 1500 instrument. The result was reported to the physician(s). The customer used the same sample tube to perform repeat testing on an alternate dimension vista instrument. The repeat result was higher, and the customer issued a correct report. The customer noted the repeat result was within the physician(s) expectations. There are no reports of patient intervention or adverse health consequences due to the falsely depressed co2 result.